Event description:
It was reported that the code blue resuscitator did not allow oxygen to flow through during use. The device was attached to a second oxygen line and did not flow. The device was replaced and procedure resumed. The customer reported oxygen tubing was kinked an prevented oxygen from flowing to the pt. The resuscitator remained functional. There was no injury reported.

Manufacturer narrative:
The exact date of event was unk. At this time, the lot number is unk. Therefore, the device manufacture date cannot be determined. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.